Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device history record summary: the documentary research in the batch file shows that no element could explain this issue: all the manufacturing steps are registered as conforming to the specifications. All the syringes are inspected individually after filling and no problem was detected. There was no non conformity on the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). Device labeling for the reported events of burst, detachment of device component and gel leak: method of use ¿ posology remove tip cap by pulling it straight off the syringe. Then firmly push the needle provided in the box into the syringe, screwing it gently clockwise. Twist once more until it is fully locked. Next, remove the protective cap by holding the body of the syringe in one hand, the protective cap in the other, and pulling the two hands in opposite directions. Prior to injecting, depress the plunger rod until the product flows out of the needle. Inject slowly and apply the least amount of pressure necessary. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle. Failure to comply with these precautions could cause a disengagement of the needle and/or product leakage at luer-lock level and/or increase the risk of vascular compromise.

Event description:
Healthcare professional reported having a syringe of juvéderm ultra® xc that "exploded" in the physician's hand while pushing the plunger and the "syringe gave way" while putting the needle into the patient. There was a loss of product. The packaged needle was used. There were no reported injuries.

Event description:
Additional information: patient was being injected in the lips. The needle detached from the syringe when the "syringe gave way." The event occurred after a new needle was attached to the syringe. The explosion of the syringe did not cause the syringe to crack or shatter.